Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device has been activated. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced a cerebrospinal fluid leak during implant surgery. The leak was successfully repaired.